Manufacturer narrative:
Device received for this event is being corrected from osseospeed tx 4.0s - 11 mm catalog#: 24942 to profile biabut 4.0 -ø5.5 catalog#: 24191. This is a follow up report for this corrected information. Correcting 510 # from k053384 to k974738. This is a follow up report for this corrected information. Removing UDI#: (B)(4). This is a follow up report for the removal of this UDI#.

Manufacturer narrative:
Therefore, because a serious injury resulted, this event is reportable per 21 cfr part 803. The device was not evaluated because the issue is a known inherent risk of the device. We will continue to track and monitor the trend.

Event description:
It was reported that a patient experienced a dental implant loss.